Event description:
On 3/11/96, the pt had moist heat therapy to the right pectoralis muscle/deltoid region x 15min., along with prom. The next day, the moist packs to the right shoulder were on hold due to an area on the right upper deltoid about the size of 3x3 1/2 with a blister inside 1x1 1/2. The pt was seen by a physician and apparently topical ointment was ordered for the area.